Manufacturer narrative:
On (B)(6) 2016, leica biosystems received information from a risk management office representative that re-biopsy had been conducted for a patient from whom a bone specimen was not diagnosable. An identifier, date of birth and gender of the patient were provided.

Manufacturer narrative:
Bottle 6 (ethanol) was removed from the instrument at 11:35am on (B)(4) 2015 for approximately five seconds, which is not sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset. Resetting the reagent station set the concentration to the default value configured in the reagent types definitions (100% in this instance); and reset the number of cassettes processed and the number of cycles and days to zero. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Based on the information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 8 hour xylene standard" protocol started in retort a at 13:59pm on (B)(4) 2015, which completed successfully at 21:52pm on (B)(4) 2015; and the "factory 8 hour xylene standard" protocol started in retort b at 16:17pm on (B)(4) 2015, which completed successfully at 0:10am on (B)(4) 2015. These protocols comprised 160 and 100 cassettes respectively, based on data entered into the instrument software by the user. The reagent in bottle 6 (ethanol) was used for the first time in the final dehydration step of the "factory 8 hour xylene standard" protocol started in retort a at 13:59pm on (B)(4) 2015; and subsequently also used for the final dehydration step of the "factory 8 hour xylene standard" protocol started in retort b at 16:17pm on (B)(4) 2015. Although the user affirmed in the instrument software that the concentration in bottle 6 (ethanol) was to be set to default value of 100% at 11:35am on (B)(4) 2015, the actual ethanol concentration in bottle 6 (ethanol) remained unchanged at 77.5% because the reagent had not been replaced. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 6 (ethanol) was used for the final dehydration step of both the "factory 8 hour xylene standard" protocol started in retort a at 13:59pm on (B)(4) 2015 and the "factory 8 hour xylene standard" protocol started in retort b at 16:17pm on (B)(4) 2015. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 8 hour xylene standard" protocol started in retort a at 13:59pm on (B)(4) 2015, and the "factory 8 hour xylene standard" protocol started in retort b at 16:17pm on (B)(4) 2015, from which sub-optimal tissue processing was identified. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of "factory 8 hour xylene standard" protocol started in retort a at 13:59pm on (B)(4) 2015, and the "factory 8 hour xylene standard" protocol started in retort b at 16:17pm on (B)(4) 2015, from which sub-optimal tissue processing was identified. Specifically, a user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in approximately 260 cassettes from two processing runs. The complainant reported that the affected samples were "not really under processed, not gooey, but not hard but difficult to embed and cut". The complainant advised that reagent in bottle 6 (ethanol) had been replaced but the action had not been recorded in the laboratory log; and that all reagents on the instrument at the time of the event had been replaced following identification of sub-optimal tissue processing. The affected tissue samples were retro-processed to rehydrate using a sakura vip tissue processor and subsequently re-processed using an excelsior tissue processor. On 04 january 2016, a field support specialist (fss) attended the customer site laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss confirmed that the reagents on the instrument at the time of the complaint had already been replaced. On 05 january 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.